Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii aortic cutter "jammed during use." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: the cutter was received with the button and safety lock depressed. The cutter had been actuated and the cutter and needle were extended. There was slight evidence of blood. Further investigation could not be performed as the cutter had already been actuated. Although there were no visual non conformities, the reported complaint could not be confirmed or denied. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).